Event description:
It was reported that a patient with history of stented and near obstructive distal sigmoid mass underwent a laparoscopic-assisted sigmoid colectomy. Medical records provided state that to create an anastomosis, the surgeon placed a ¿29 mm eea sizer¿ and then attempted to fire a 29 eea but was unable to fire it. The operative note provided indicates the surgeon manually unclamped the two portions of the eea stapler and placed several clamps across the distal colon and to the proximal colon as well and re-stapled across the proximal colon. When they reexamined the ¿distal staple line felt down into the distal colon and found that the stent was in this portion of the colon.¿ the stent was removed and the surgeon attempted to elevate the rectal stump into the incision, but this was low down in the pelvis and the surgeon did not feel that the anastomosis would be safe. Therefore, another ¿load of the stapler¿ was fired across the base of the colon to reestablish a stapled rectal stump, which was significantly below the peritoneal reflection and a colostomy was placed. Patient discharged home on pod 8.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022 please see attached medical records.